Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's pump was pulled off and was run over by a tractor. Reportedly, the touchscreen was shattered and was inoperable. The customer's blood glucose level was 125 mg/dl. It was indicated that the customer would administer manual injections as alternate insulin therapy.